Manufacturer narrative:
Two pictures were received for evaluation and a leak could be seen clearly in these pictures. Two samples were also returned and no discrepancies were detected upon visual inspection. During functional testing, the cassette bags were found to be leaking. Bag stuffing/loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Below occurrence mitigations on placed are following during manufacturing process: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Production performs 100% leak test per (B)(4) and (B)(4) to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Below detection mitigations on placed are following during manufacturing process: per (B)(4) rev.116 quality sample 15 units at an interval of two (2) hours + or - 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA-000713 open on september 22nd 2020. By the date that this investigation report is documented CAPA-000713 is under investigation phase. The expected due date of this investigation phase is november 23rd 2020.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop leaked. When filling up medical fluid into the cassette at a pre-use check, the customer performed a tapping on it to collect air bubbles. At that time, they noticed medical fluid was leaking inside the cassette. So they did not use it. No patient injury.